Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by brian c. Werner, joshua s. Dines and david m. Dines. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Product location unknown.

Event description:
Information was received from a review of the article titled, "platform systems in shoulder arthroplasty." This article reports that revision procedures occurred due to glenoid component loosening or malposition, glenoid bone loss, rotator cuff deficiency. Intraoperative humeral shaft or tuberosity fracture during revision procedures was also reported. Postoperative complications, after a revision, including potential loss of humeral bone stock, nerve injury, periprosthetic fracture, malunion or nonunion of a humeral osteotomy with later humeral component loosening, glenoid component loosening, rotator cuff tear, glenohumeral instability or component malposition were also reported. In conclusion, platform systems in shoulder arthroplasty offer significant versatility and numerous advantages, particularly in the revision setting, by decreasing the amount of surgical exposure.